Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h11a16472 with no defects noted. There were no deviations from standard procedure. A batch review was performed for h11a24021 and an exception was noted but records do not indicate any issues related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis with culture (B)(6) for e coli in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On (B)(6) 2011, the patient was diagnosed and hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment provided was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital and had recovered from the peritonitis. A causality statement was not provided.